Event description:
During procedure to treat a btk lesion with 80% stenosis, moderately tortuous and moderately calcified, using an amphirion deep pta balloon it was reported that the physician noted the balloon did not inflate uniformly and then burst under rbp in vivo. No patient injury and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results/ conclusion: based on the information available no root cause can be determined. (B)(4).